Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring 126 ohms. Boston scientific technical services (ts) recommended reprogramming the upper oor limit to 150 ohms and continuing to monitor. This rv lead remains in service. No adverse patient effects were reported.